Manufacturer narrative:
A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported while using bd ultra-fine¿ mini pen needles the cannula broke off during use. The following information was provided by the initial reporter: the broken needle point is still not removed due to the position can not be found. Currently, the patient feels well, no adverse reactions. When the patient injected insulin with a insulin pen needle (the needle was reused), the needle was removed and found to be broken under the skin.

Manufacturer narrative:
The following fields were updated due to additional information: d10: device available for eval yes. D10: returned to manufacturer on: 2022-feb-28. H6: investigation summary samples were received and an investigation was performed. This is the 1st complaint for the reported lot number. A review of the manufacturing records was performed and no non-conformances were raised in association with this type of event for this lot. Bd was able to duplicate or confirm the indicated issue and based on trend analysis no further action is required at this time. H3 other text : see h10.

Event description:
It was reported while using bd ultra-fine¿ mini pen needles the cannula broke off during use. The following information was provided by the initial reporter: the broken needle point is still not removed due to the position can not be found. Currently, the patient feels well, no adverse reactions. When the patient injected insulin with a insulin pen needle (the needle was reused), the needle was removed and found to be broken under the skin.